Event description:
It was reported that the right atrial lead exhibited oversensing of noise. No intervention or patient symptoms were reported. The patient had been lost to follow-up since (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Patient presented to the hospital for a scheduled elective replacement of generator unrelated to this event. Increase in frequency of noise was observed on the atrial and ventricular leads. Pacing inhibition was noted. Isometric testing and breathing exercises were recommended. Programming changes were made. No further information available.

Manufacturer narrative:
.